Manufacturer narrative:
(B)(4).

Event description:
The patient reported the reason for the catheter revision surgery was because the catheter had migrated down and was way too low to provide relief. They did a dye test and found the catheter was down way too low and did a catheter revision (in (B)(6) 2015 according to the patient). The patient originally had a pain issue in her neck and back that started at the end of (B)(6) 2015 and prompted the dye study that found the catheter issue. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by reporter) via an implanted pump. The indication for use was non-malignant pain and degenerative disc disease. On 04-nov-2015, it was reported that in (B)(6) 2015, the catheter slipped. The patient's pain was increasing. She had a dye study test which showed that the catheter moved. The patient was on oral pain meds and waited in pain while a revision was scheduled for (B)(6) 2015. Surgery took place on (B)(6) 2015. The catheter was replaced.